Manufacturer narrative:
The customer reported a complaint that "the thermogard xp ivtm system (sn (B)(4) displayed tcmid:05 (coolant diff failure) error message," was confirmed during the archive data review and in-depth functional testing. The tcmid:05 error could not be verified during the initial functional testing because the thermogard system failed due to tcmid:06 (ce post failure) upon powering on. Upon further evaluation, the error messages' root cause was determined to be a failed cooling engine (ce) heater, likely attributed to the device's aging. The thermogard system was manufactured in 2011 and is 11 years old, well past the expected serviceable life of 5 years. Upon visual inspection, no physical damage was observed. The event log review indicated a tcmid:05 error message, thus, confirming the reported complaint. In addition, the event log review indicated tcmid:06 and tcmid:07 (coolant temp high) error messages related to the customer-reported complaint, as the failed cooling engine (ce) heater caused the errors. The thermogard system failed power on self-test (post) due to a tcmid:06 error. The heater failed to heat the bath by 1.0°c within 3 minutes. During the further in-depth evaluation, plug 18 on the pic16 board was found burnt, the heating tower was leaky, and liquid dropped on the danfoss module, the measured resistance from the heater was infinite, and the delta of the lm34a/b temperature probe was too high. A failed heater is the root cause of the observed issues, discrepancies, and the customer's reported complaint. The cooling engine (ce) heater needs to be replaced to address the customer-reported complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for thermogard xp ivtm system with sn (B)(4).

Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(4) displayed tcmid:05 (coolant diff failure) error message. No further information was shared with zoll. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.